Event description:
According to the initial report, "patient is subject # (B)(6) in the (B)(6) study. Patient experienced an episode of weak right foot, numb tongue, drooping face and walking veering to the right for 20 mins followed by pain in the back of head and right side of neck. Went to a&e (accident and emergency); had a CT head which was normal. Came back for a carotid doppler the next day which was also negative. Echo revealed normal functioning of aortic valve. Inr was sub-therapeutic at 1.4. Event was labelled as migrainous but there is also concern it could have been a small thromboembolic event. Has had history of occasional diplopia. Was advised to keep inr above 2 and awaiting an MRI scan."

Event description:
According to the initial report, "patient is subject #346 in the on-x post approval study. Patient experienced an episode of weak right foot, numb tongue, drooping face and walking veering to the right for 20 mins followed by pain in the back of head and right side of neck. Went to a&e (accident and emergency); had a CT head which was normal. Came back for a carotid doppler the next day which was also negative. Echo revealed normal functioning of aortic valve. Inr was sub-therapeutic at 1.4. Event was labelled a migrainous but there is also concern it could have been a small thromboembolic event. Has had history of occasional diplopia. Was advised to keep inr above 2 and awaiting an MRI scan."